Manufacturer narrative:
Brand name(s): unknown/not provided. Model #(s): unknown/not provided. Serial #(s): unknown/not provided. Catalog #(s): complete catalog #(s) is unknown, as product serial numbers were not provided. Expiration date(s): unknown as product serial numbers were not provided. UDI #''s: complete UDI #''s is unknown as product serial numbers were not provided. If implanted; give date: n/a (not applicable). Lenses were either not implanted or removed and replaced during the initial procedure. If explanted; give date: n/a (not applicable). Lenses were either not implanted or removed and replaced during the initial procedure. PMA/510(k) #(s): unknown as model number(s) was not provided. The devices were not returned for analysis. The serial numbers are not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date(s): unknown as product serial numbers were not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that linear streaks or scratches were seen across the optics of intraocular lenses (unknown number) once they unfolded into the patient's eyes. Reportedly, the streaks were seen on the back side of the iols and they did not come off on attempted vacuuming with the I/a (irrigation/aspiration) handpiece. As a results, the lenses had to be removed and replaced during the initial procedure. Additional information was received and it was learnt that the technicians have changed the lens loading method and they have not seen similar issues since. It was also mentioned that most likely, the lenses were switched out prior to insertion. In the event where the lenses were implanted, they would not be explanted as the issues reported did not affect the patients' visions. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.